Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation, the test guide wire passed through the catheter without any resistance. Aspiration test was performed and slightly lower than nominal aspiration level was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a thrombectomy and atherectomy procedure using aspirex. It was reported that during the procedure a thrombus cannot be sucked out. It was further reported that catheter allegedly made a high frequency sound. It was further reported that the catheter and guide wire were allegedly stucked while removing the device from the patient. There was no reported patient injury.